Manufacturer narrative:
The lot number for the device was not provided, therefore, the device history records could not be reviewed. The device has been returned to the manufacturer for evaluation and a photos have been provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately nine days post port implant via the right internal jugular vein, x-ray examination was performed which allegedly identified catheter break near the vascular insertion site. It was further reported that the distal catheter segment was allegedly unable to remove percutaneously and further broke. Additionally, the distal catheter segment remained in the blood vessel. Reportedly, the port body was removed, the distal catheter segment was able to remove and another port device was placed. The patient was reported as stable.

Manufacturer narrative:
H10: manufacturing review: a lot history record could not be completed as the lot number was not provided. Investigation summary: one groshong catheter segment was returned for evaluation. Visual and microscopic visual evaluation were performed which showed a complete circumferential break at the proximal end of the returned catheter segment. The edge of the circumferential break was jagged. The functional testing was performed, the catheter segment was patent to infusion and aspiration. Three electronic photos were provided for review and it shows one broken catheter segment. The investigation is confirmed for catheter break as the circumferential break was observed near the proximal end of the catheter. However, the investigation is inconclusive for difficult to remove the catheter as the conditions of use cannot be replicated. Although a definitive root cause could not be determined, excessive procedural forces/torque, weak material integrity and kinking/pinch-off could have potentially caused or contributed to the reported event. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately nine days post port implant via the right internal jugular vein, x-ray examination was performed which allegedly identified catheter break near the vascular insertion site. It was further reported that the distal catheter segment was allegedly unable to remove percutaneously and further broke. Additionally, the distal catheter segment remained in the blood vessel. Reportedly, the port body was removed, the distal catheter segment was able to remove and another port device was placed. The patient was reported as stable.